Manufacturer narrative:
The biofreedom (bfr1-3033/w24090629) stent have been implanted in the patient, and therefore, they have not been returned for biosensors' investigation. Based on limited clinical information, the patient is a 76 year old female with diabetes and high bleeding risk who underwent pci to a 70% mid-lad type c lesion with a biofreedom 3.00 x 33mm stent following rotational atherectomy and balloon pre- and post-dilatation. No intracoronary imaging was performed. At 9-month follow-up, severe restenosis (>70%) developed proximal to the stent, while the stent itself most likely remained patent. Thus, the reported restenosis is most likely a procedure-related, attributed to incomplete lesion coverage or geographic miss, with secondary contributions from patient risk factors (diabetes, advanced age). Subsequently, re-intervention with a drug-coated balloon was successfully performed. In summary, biosensors do not perceive this as a failure of the implanted biofreedom stent (bfr1-3033/w24090629); rather, it seems to be patient specific and procedural related factors. There is no evidence to suggest that the reported complications are related to the characteristics of the stent. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The restenosis events are recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. There is no evidence of device or manufacturing activities deficiency identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient is 76 years old, female, with medical history of diabetes mellitus (type unknown), pulmonary adenocarcinoma within the past 12 months, mild anaemia and high bleeding risk. Patient presented with stable angina. Index pci was done on (B)(6) 2025 to target one type c lesion at 70% stenosed mid-lad. Atherectomy was done using rotablator at 180rpm. Pre-dilatation was done using nc accuforce 3.0mm x 15mm balloon at 18 atm and with scoreflex 3.0mm x 15mm balloon at 22 atm lesion length was 29mm and reference vessel diameter was 3.00mm. One biofreedom 3.00 mm x 33mm (lot number: w24090629) stent was implanted at 20 atm. Post-dilatation was done using nc pipit 3.5mm x 15mm balloon at 20 atm. Timi flow post-procedure was three. No intracoronary imaging was done. Patient was prescribed aspirin. During the one month follow-up on (B)(6) 2025, patient had no angina. During the 9 months follow-up on (B)(6) 2026, patient had severe in-stent restenosis of >70% stenosis confirmed by quantitative coronary angiography (qca) proximal to the implanted stent. Patient had no other clinical symptoms. Re-pci was done using drug coated balloon in the lad lesion within 48 hours. Medication was given too.